Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings and cautions: cautions: "physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta." Caution: "physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance."

Event description:
The complainant had a impella cp pump placed to support the patient with planned high-risk percutaneous coronary intervention. The pump was explanted after 24 hours and the closure was complicated. Perclose x2 deployed in right femoral artery (rfa) without good hemostasis- access obtained on left femoral artery and destination sheath placed through 7fr sheath. Balloon inflated via up and over technique and then covered stent deployed after balloon inflations. It was discussed with vascular the need for femoral arterial cut down if unable to deploy covered stent. Successful covered stent deployment. Manual pressure applied to rfa site with good hemostasis noted and no oozing/bleeding. The procedural outcome was the patient survived surgery.